Manufacturer narrative:
No report of patient involvement. A ge healthcare biomed performed a checkout of the equipment and confirmed the reported complaint. The absorber canister was replaced.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.

Manufacturer narrative:
The failure in this case was due to another manufacturers product, the carefusion canister. This failure was not with the anesthesia device which operated to specification. Ge healthcare does not manufacture this product and there is no report of a death or serious injury. The external manufacturer is responsible for hazard assessment and global reporting for their product and has been notified of this issue.